Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was getting hot during the procedure. There was less than 1 hour of extended surgical time. There was no patient impact.